Event description:
It was reported that following a tummy tuck and breast lift procedure the patient developed suture spitting, incision line irritation and soreness. Suture size 4-0 was used subcutaneously on the breast lift. Suture size 3-0 was used in deep subcutaneous tissue ot the abdomen. The physician noted multiple suture abscesses around the breast and abdomen. The physician removed the sutures and prescribed keflex.